Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: based on the information received it appears that the stent was implanted in an "off-label" or non-indicated location (distal to p1) and was subjected to mechanical stresses, likely increased due to the artificial knee replacement. The reported stent fracture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported stent fracture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a supera 6.0 x 150 mm peripheral stent was implanted on (B)(6) 2016. The patient returned on (B)(6) 2017 with lower leg pain in the distal right popliteal artery when it was discovered via angiogram that the stent had fractured. Multiple attempts were made to retrieve the stent however they all failed. The patient has been referred to a vascular surgeon in (B)(6). No additional information was provided.